Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The brightness adjustment on the subject device was not functioning properly and tissues was indistinguishable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their visera elite xenon light source was presenting a dark image during procedure preparation. According to the initial reporter, the intended procedure was completed with another device with delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the complaint was confirmed during initial inspection and it was established that brightness adjustment does not function. Olympus will continue to monitor field performance for this device.